Event description:
Newly purchased monopolar curved scissors failed to work in any instrument arm. Robot did not recognize the instrument and equipment showed an error reading. Two scissors were involved.